Manufacturer narrative:
Intuitive surgical, inc. (Isi) reported event was addressed with phone support. The issue was resolved by customer fault recovery/ system restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative informed the technical support engineer (tse) the instrument was moving in and out "insertion axis" on its own during the case. The surgeon was not moving their master tool manipulator and bed and they were not toughing the instrument universal surgical manipulator (usm) and it was not clutched. The customer could see the movement along with the surgeon in the high-resolution stereo viewer (hrsv). After about ten seconds it stopped, and the surgeon completed the case with no other issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 5/20/2024, the clinical sales representative informed the cadiere instrument that had the issue. The surgeon was dr. Austin performing a robotic total hysterectomy. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. The movement of the surgeon did not scale appropriately to the instrument. It was observed greater than intended, the surgeon was not moving the instrument, but it appeared to be moving. The instrument did not move in the intended direction. Surgeon was attempting to hold the instrument in place. Instrument was moving back and forth along the insertion axis approximately 2 cm each direction. There was no shakiness nor instrument-to-instrument or system arm-to-arm interference. Intermittent and occurred only once for approximately 5 done to resolve the issue. There was no injury to the patient. The instrument is available for return. The issue started approximately 30 minutes after the start of the case. No demographic information available.